Event description:
Epidural had been placed by anesthesia at 0347. Baby delivered by spontaneous vaginal delivery at 0507. The epidural catheter was removed by rn at 0550, with no unusual resistance noted. The end of the catheter was missing the black tip. Physicians notified. A lumbar CT confirmed that tip of catheter tubing remained in pt's epidural space. Neuro consultation done and the decision was made to leave retained tip in place at this time.